Manufacturer narrative:
Our product evaluation lab received one model 120804f catheter. Blood was visible on the balloon latex and windings. As received, the balloon was found to be ruptured and was inverted over the distal windings. The latex edges did not appear to match at the ruptured location. Per the IFU, balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. See specification table. No other visible damage or abnormality was observed from the catheter body or windings. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of broke was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use, the balloons on two model 120804fp fogarty catheters broke or exploded. The lot numbers are unknown, as the packaging was discarded. There was no patient injury. This report is for one of the suspect devices.